Event description:
It was reported that during use of an external neurostimulator and lead, there was a communication issue in which the external neur ostimulator and lead were not connecting. Troubleshooting was performed by wiping down the lead, trying the lead in another port, using an alternate external neurostimulator, using an alternate lead, and using an already placed lead. The issue was reported as resolved. The patient was reported to be alive with no injury. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 17-feb-2030, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.